Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the observation with the patient. The consultant informed the patient that the effects of the metal detector are not permanent if any actually occurred. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated he went through a metal detector and blacked out twice. No adverse patient effects were reported.